Manufacturer narrative:
Root cause analysis: a root cause cannot be determined because no sample was available for evaluation. (B)(4). Investigation summary: (B)(4). Additional information was requested via email from the reporting customer regarding usage of the device and sample return. Regarding the usage of the device, the customer reported the high pressure line was "connected from a 5 fr and a 6 fr pigtail catheter to the injector. We hook the tubing up and aspirate the catheter and the connecting tube back to the syringe in the injector to clear any air and/or clots that may be in the line. The system is then manually flushed forward to clear most of the blood from the line. Some blood does remain in the syringe prior to the injection as does some in the line." At this time, a sample has not been returned. If/when a sample is returned, the internal investigation will be reopened. (B)(4). Current inventory at the manufacturing facility was evaluated. However, it was determined there was nothing in inventory for raw material (B)(4) produced under the reported lot number. Deroyal will continue to monitor trends for the failure and will recognize if a trend develops. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete. If new and critical information becomes available, this report will be updated.

Event description:
The customer reported a 48" high pressure line was in use during a ventriculogram procedure when it failed. The tube separated from the rotating adapter and sprayed isovue and blood in the procedure room. There was a 2 minute delay during the procedure to switch tubing and add more contrast to the injector. An additional 15 minute delay occurred between procedures for cleaning up the resulting spray from the connector failure. No injuries were reported, but staff and equipment were sprayed by contrast that was contaminated.